Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer reported additional issues with the tigertail tip ureteral catheters, for which the lot# were unknown. Per follow up information received on 12apr2022, the ureteral catheters having the syringe connector screwed on so tight that it was damaging the catheters and was not allowing the wire to pass through them.

Event description:
It was reported that the customer reported additional issues with the tigertail tip ureteral catheters, for which the lot# were unknown. Per follow up information received on 12apr2022, the ureteral catheters having the syringe connector screwed on so tight that it was damaging the catheters and was not allowing the wire to pass through them.

Manufacturer narrative:
The reported event is inconclusive since no sample was returned. A potential root cause for this event could be, "incorrect hub/luer design". The device was used for treatment purposes, however as it was not returned for evaluation it is unknown if it had met all relevant specifications or resulted in the reported event. A DHR review cannot be completed as the lot number is unknown. Based on the results of the investigation no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "attention, read directions prior to use." "Caution: do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.